Manufacturer narrative:
Based on the claim against the product by the customer noting robot malfunctioned in the middle of the case, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A system log review cannot be performed due to insufficient information provided. The da vinci system serial #, procedure name, and surgeon name are unknown.

Event description:
Intuitive surgical, inc. (Isi) received a medwatch report with uf/importer report # (B)(4) with the following event description: "robot malfunctioned in the middle of the case. The need to "open" was based on the inability to properly identify the ureter and the prudent option was to undock the robot and proceed with an open procedure." Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.